Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support resolved the situation by sending a replacement pump with updated software. The customer reverted to an alternate method of insulin therapy.